Event description:
It was reported to philips that the heartstart mrx defibrillator charged for shock for sinus ECG. The patient had harm/injury due to a traffic accident where cardiac arrest occurred.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.